Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿when attempting to pin the anatomic resection guide - left (212862120) the legend ii fixation pin (249095000) became stuc in the pin hole and was unable to be removed. The surgeon pinned the cutting gudie using the remaining pinhole.¿ the product was not returned to depuy synthes; however, photos were provided for review. See attachment ¿img_0545.jpg¿. The investigation was not able to confirm the reported event as the complaint condition was not represented clearly in the provided photo. The provided evidence was not sufficient to confirm the reported event of jammed/seized and inability to disassemble. Functionality issues cannot be evaluated through a photo investigation. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
When attempting to pin the anatomic resection guide, the legend ii fixation pin became stuck in the pin hole and was unable to be removed. The surgeon pinned the cutting guide using the remaining pinhole. There was no impact to the patient, and no delay to surgery. No further information is available.